Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome spinal pain. It was reported that ins was being charge too often. The patient reported that they cannot keep the ins charged and reported that the ins loses its charge often and needed to be charged more frequently. The consumer believes that something is not right with the stimulator and needed to be replaced. It was reported that during the report, the consumer was able to successfully start a recharge session and had full coupling. The consumer reported that it takes 3-4 hours to charge but this has been the case since the ins was implanted. The consumer was to follow up with the hcp for concern about needing to replace the ins. The consumer reported that there was overstimulation and they felt stinging in the back when trying to adjust the therapy. The patient reported that they felt stinging in the back when the stimulation was turned up so high and had connection issues with the ins and the patient programmer when this happened. The consumer reported that this happened in the past and did not indicate that they were currently feeling this sensation.